Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to device suspected not to be working. Per email update, they found out that the device was still working and nothing was removed and replaced. Physician repositioned the pump. Additional information was received. The pump was a little high riding in the scrotum. Physician was unable to inflate or deflate device prior to this surgery.